Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered a lead safety switch due to high out of range shock impedances greater than 125 ohms. The patient was brought into the clinic, and impedances were measured at approximately 100 ohms. All other lead measurements were stable, so plan was to continue to monitor. Device remains in-service. No adverse patient effects were reported.